Manufacturer narrative:
Upon receipt of additional information, it was determined that there are no allegations of malfunction against zimmer biomet product. This complaint is for implantation of zimmer biomet products and removal of competitor product. The initial report was submitted in error and should be voided.

Event description:
Upon receipt of additional information, it was determined that there are no allegations of malfunction against zimmer biomet product. This complaint is for implantation of zimmer biomet products and removal of competitor product. The initial report was submitted in error and should be voided.

Event description:
It was reported that a patient was revised due to infection. Attempts to obtain additional information have been made; however, no more information is available at this time.

Manufacturer narrative:
(B)(4). D10: medical product: unknown femoral. Unknown tibial tray. G2: australia. H3: customer has not indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.